Event description:
It was reported that while in use on a patient, this 980 ventilator was inoperative. The patient was transferred to an alternate ventilator without injury.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 v entilator was inoperative. A review of the diagnostic logs indicated that the ventilator experienced a loss of ventilation during use. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the ventilator was in an inoperative condition, and based upon the codes in the logs, replaced the mix proportional solenoid (psol). Sp also replaced the line interface 1 printed circuit board assembly (pcba) as the standoff was missing which was not related to the reported issue. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the reported inoperative condition and the loss of ventilation was isolated in the field to a potential fault in mix psol. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation codes result additional code added due to analysis of returned part h3 device evaluation summary: was updated due to analysis of returned part medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 v entilator was inoperative. The device was available for evaluation. A review of the diagnostic logs indicated that the ventilator experienced a loss of ventilation during use. The service personnel (sp) inspected the ventilator, confirmed the ventilator was in an inoperative condition, and based upon the codes in the logs, replaced the mix proportional solenoid (psol). Sp also replaced the line interface 1 printed circuit board assembly (pcba) as the standoff was missing which was not related to the reported issue. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The service personnel (sp) inspected the ventilator, confirmed the ventilator was in an inoperative condition, and based upon the codes in the logs, replaced the mix proportional solenoid (psol). Sp also replaced the line interface 1 printed circuit board assembly (pcba) as the standoff was missing which was not related to the reported issue. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One line interface 1 pcba was not returned to medtronic for failure investigation. One mix psol was returned to medtronic for failure investigation. A visual inspection revealed no external anomalies. The psol was installed into a failure investigation test ventilator for analysis. The unit failed the leak test confirming the mix psol to be faulty. If a failure of the mix psol occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was determined to be faulty mix psol. Additional standoff missing issue was isolated to potential fault in line interface 1 pcba. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.